Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had reached end of life (eol) over three years ago and at the change out the device was in storage mode. It was reported that the patient was lost to follow-up for over five years. There was inquiry of possible early battery depletion. In addition, during the change out procedure there was a visible fracture on the left ventricular (lv) lead near the proximal end with impedances measured through the pacing system analyzer of greater than 4000 ohms. No allegations were reported while this lead was implanted. As a result, the lead was surgically abandoned and the patient was downgraded to an implantable cardioverter defibrillator (ICD). No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.